Manufacturer narrative:
Product ID 377760, lot # v003344, implanted: (B)(6) 2006, product type lead; product ID 377760, lot # v003344, implanted: (B)(6) 2006, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer.

Event description:
It was reported the internal neurostimulator (ins) was depleted. The ins will be explanted at a future date. If additional information is received, a follow up report will be sent.